Event description:
Datex-ohmeda anesthesia delivery unit (gas machine). The fresh gas supply hose was not connected to the fresh gas outlet. A hose from the ventilator was connected to the fresh gas outlet, and the fresh gas supply hose was not connected to anything. The crna performed a routine gas machine check prior to using this machine. The gas machine check was successful in all aspects, indicating the gas machine was safe to use. Immediately following induction of anesthesia with IV anesthetic agents, the crna could not ventilate the patient, resulting in a brief episode of asystole which responded to CPR, atropine and oxygen by ambu bag. It should be noted that the gas machine underwent its routine preventative maintenance by a datex-ohmeda field service engineer the day prior to this event; and this is the first anesthetic that was given since the preventative maintenance. This event can be reproduced if the hoses are connected the way they were found at the time of the incident regardless of a successful gas machine check.